Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that in the hardware application, the manual lock and unlock status appeared without reason. A field service engineer inspected the latch assembly, reseated connections, replaced mini switches, and reseated the remote manager cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the locking mechanism for the refrigerator kept throwing off the recover storage space. However, there were no delay to patient care and adverse events or injuries reported based on this incident.